Event description:
Tip broke off in the patient's nose. Customer called asking if the item could be felt inside the patient. Customer nose swelled, tip had to be removed by the hospital. Additionally, the account stated that the physician was doing a rhinoplasty on a patient when the tip broke off the osteotome and was left inside of the patient. The patient was sent to x-ray and the broke was located inside of their nose.